Event description:
It was reported to medtronic minimed that the customer reported low bg. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit successfully passed self-test, displacement test. Unit was successfully downloaded to thus. Verified consecutive pump error 63 alarms (line number (B)(4) file number (B)(4)) in the adapt tool fault main error log on (B)(6) 2024 05:09:41.000. Per software engineer log it was determined that pump error 63 was caused by processor watch dog failure. Isolate to electronic assembly. Unit was cut open for visual inspection of electronic stack and motor assembly. No moisture damage found to the pcb1 board and pcb2 board or motor assembly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window/cove, battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, cracked case-corner of belt clip rails, stained keypad overlay, and pillowing keypad overlay. Pump error 63 alarms confirmed in pump download history. Isolate to electronic assembly. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.